Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was able to verify and duplicate the issue, in addition to a faulty dso sensor. It was determined that a malfunctional latch/lock sensor was the root cause of the reported problem. The latch/lock sensor and the dso sensor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette locker was defective. There was unknown patient involvement.